Event description:
It was reported that testing was carried out which showed 4 channels with high impedances, 6 channels with status "--" and 2 channels were ok. The pt did not experience any pain. No accident occurred. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.